Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported xen®45 gts was implanted into the right eye. A week later, revision surgery performed due to a defect in the conjunctiva. During the adjustment, xen®45 gts broke. The device was explanted and replaced.